Event description:
During a rotator cuff procedure, the surgeon punched and upon insertion of the implants (x2) these broke at the hex. Surgeon inserted new implants over the broken ones to complete the case. No adverse consequences reported as a result of event. This device is used for treatment.